Manufacturer narrative:
Follow-up #1 date of submission 07/29/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button cover was found to be intact and free of damage. Evaluation revealed that the audio bolus button responded properly; the initial complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.